Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to remove many fibers and pieces of tampon from inside mevagina [foreign body in reproductive tract]. Tampon broken into pieces [device breakage]. While removing tampon...broken into pieces [complication of device removal]. Case description: consumer reported via e-mail that tampon was broken into pieces inside her. No serious injury reported.